Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The reported defect has been verified and repaired. The root cause for this failure can be attributed to a damaged cpu board due to internal wear from heavy use in the field. The following repair activities were completed: defective cpu board replaced functional test acc. To test procedure completed unit cleaned unit calibrated newly functional test performed electrical safety test acc. To iec (B)(4) completed safety test checklist enclosed details can be found in the attached report. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during pre-surgery, it was observed that the fms vue pump system had a problem with the central processing unit (cpu) that the pumps were running intermittently. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.